Event description:
The patient was undergoing a coil embolization procedure to treat a gi bleed using a ruby coil and a non-penumbra microcatheter. During the procedure, while advancing the ruby coil through the microcatheter, the physician experienced resistance. While resheathing the ruby coil, the physician noticed the embolization coil beginning to unravel. The ruby coil then unintentionally detached within the microcatheter. The physician removed the microcatheter containing the detached ruby coil and flushed the embolization coil out of the microcatheter. The procedure was completed with a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization coil was detached. Evaluation revealed that the pusher assembly was kinked and fractured, and the pull wire was retracted out of the distal fractured segment. If the ruby coil is advanced against resistance, damage such as kinks may occur. Subsequently, retraction of a kinked pusher assembly may worsen to a fracture, resulting in the embolization coil detachment. Further evaluation revealed kinks along the pusher assembly. This damage was incidental to the complaint and may have occurred after removal of the device from the procedure or during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.